Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
There was no damage found to the power circuit and one reboot discovered in the pump history. There were no power issues or alarms during 24 hour testing. No battery cap connection defects were found. The pump powers on normally with no alarms. Please see MFR report # 2531779-2012-01632 for the basal rate issue.

Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the patient awoke at 2:30 am with a blood glucose of 379 mg/dl. There were no reported symptoms or ketones at the time of concern. In addition, the reporter claimed there is an intermittent power issue with the subject pump. The patient's blood glucose and alleged condition did not meet a serious injury criteria, however, this complaint is being reported due to the allege power issue.